Event description:
It was reported that there was a downward trend in lead impedance since implant, and there were increased thresholds. The patient had been at an airport and passed out, according to the physician. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.